Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.

Event description:
The customer reported the system failed to emit an image. There are no reports of injury or death associated with the event described in this event.